Event description:
It was reported to MFR that the vns pt is experiencing a "sensation of heart racing" that occurs only with stimulation on times. The magnet is used to temporarily disable stimulation to help with tolerability. Additionally, it was reported that the vns pt was experiencing intermittent shortness of breath. Medication changes were made to help with the event. In addition, it was reported that the pt experienced tightening in the chest and throat during stimulation on times. Use of the magnet to temporarily disable the device, and medication changes were made to help with this event. The physician believes that these events are possibly related to stimulation of the device. The heart racing event has resolved since the initial report. Review of the available programming history revealed that setting changes were made to decrease the output current following the onset of the reported events. Attempts to obtain add'l info from the physician have been made, but have been unsuccessful to date.